Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use (nicked or gouged) and anterior section of post has been fractured off, not all pieces returned. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to the fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic on the tasp had fractured. The malfunction was observed during tray assembly. No patient involvement/ impact.